Event description:
PICC line being placed in left arm. Provider inserting PICC line noted after insertion that the internal stylet was not normal in appearance after removing. Physician pulled on stylet and stylet broke. Physician does not feel that any of the stylet broke in patient. The stylet wire was noted to be inside the slide clamp on the extension portion of the PICC line.